Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: periprosthetic lucency along the undersurface of the right tibial plate, which are consistent with the clinical diagnosis of loosening. No other hardware failure noted. Per package insert for persona the personalized knee solution: loosening is known adverse effect of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Event occurred in (B)(6).

Event description:
It was reported that approximately 1 year post implantation, the patient was revised due to loosening of the tibia. Attempts have been made and no further information has been provided.